Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient developed infectious endocarditis. Of note, there were multiple organisms involved. The device and leads were removed and are expected to be returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.